Manufacturer narrative:
No medical records were provided to the manufacturer. Several images were provided and are currently under review. The lot number for the device was provided. The device history record is currently under review. The device was not returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during deployment of a vena cava filter at another facility, the delivery sheath marker band allegedly detached and remained within the patient. It was stated that the physician was unable to locate the marker band and requested a consultation on how to best locate the detached marker band. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection & functional/performance evaluation: the device was not returned; therefore, no visual inspection or functional testing of the device was performed. Medical records review: medical records were not provided for review. Image/photo review: based on the images provided, a semi radiopaque cylinder surrounding the filter apex and retrieval hook of the denali filter, deployed within the ivc in an upright position can be confirmed. Based on the images provided, an abdominal x-ray did not demonstrate the semi radiopaque cylinder around the filter apex and retrieval hook of the vena cava filter, can be confirmed. Based on the images provided, the final location of the semi radiopaque cylinder could not be confirmed. Based on the images provided, the semi radiopaque cylinder previously demonstrated around the filter apex is the approximate size and shape of a marker band which is part of a filter deployment or retrieval system, can be confirmed. Based on the additional image provided, a semi radiopaque marker band was not identified surrounding the filter apex, can be confirmed. Conclusion: the device was not returned. Images were provided and reviewed. Based on the image review, a detached semi radiopaque cylinder can be confirmed on the filter after deployment. This cylinder correlates to the radiopaque distal tip of the delivery sheath. Therefore, the investigation was confirmed for a detached delivery sheath distal tip. It is possible the filter feet embedded in the sheath lumen or engaged on the radiopaque sheath tip during deployment which caused the tip to detach. However, based on the information provided, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Precautions: it is very important to maintain introducer patency with a saline flush to prevent occlusion of the introducer, which may interfere with delivery device advancement. Care should be taken to ensure the connection between the introducer sheath hub and the filter storage tube is tight; however, the use of excessive force which can cause slippage of the threads and/or breakage of the hub should be avoided. Do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher handle at anytime during this procedure. Potential complications: detachment of components. Directions for use: implantation: inspect the packaging to ensure that it has not been opened or damaged. Flush the introducer sheath intermittently by hand to maintain introducer sheath patency. Maintaining patency helps prevent clot from interfering with filter deployment. Flush the delivery device with saline through the touhy-borst adapter. Attach the free end of the filter storage tube directly to the introducer sheath already in the vein. The introducer sheath and filter delivery system should be held in a straight line to minimize friction. Loosen the proximal end of the touhy-borst adapter and advance the filter by moving the pusher forward through the introducer sheath. Do not twist or retract the pusher at anytime during the procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during deployment of a vena cava filter at another facility, the delivery sheath marker band allegedly detached and remained within the patient. It was stated that the physician was unable to locate the marker band and requested a consultation on how to best locate the detached marker band. There was no reported patient injury.